Manufacturer narrative:
Product has not been received by manufacturer for evaluation at this time. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: after 2 to 3 days a crack was found on adaptor causing a leak. No injuries reported.